Event description:
Baxter (B)(4) received a report of an infusor that leaked from the flow rate control module. The patient woke up because of the leakage of the drug solution from the flow rate control module. The drug spilled over the abdomen and on the hands of the patient. The skin was cleaned with disinfectant. In the morning, the patient went back to the hospital where the leakage from the device was confirmed and the skin of the patient was checked. There was no evidence of toxicity. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection and functional leak test on the complaint unit confirmed the reported leak issue. The leak was observed at the solvent-bonded junction of the tubing and the multirate control module. The leak problem was caused by insufficient solvent applied on the tubing. No other observations were noted on the unit. No repair was done, as this is a single-use device which will be discarded. Awareness training for all applicable manufacturing operators was conducted.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.